Event description:
It was reported that during the implant procedure the introducer did not provide the support required for the case. The introducer was damaged and had a cut on the side. It was also noted that the patient experienced some bleeding. Another introducer was used to complete the procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.